Event description:
The customer called for help with his breeze2 meter. While troubleshooting, he performed control tests and received a result of 217 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test stirps were sent to the customer.